Manufacturer narrative:
During inspection the they plugged in hose and power cord and power this device. No, the 36c was selected and running one hour on this temp, selecting and running on the others temp. With no error occurring. Unable to confirm customer reported problem. Unable to confirm customer reported problem. Replace the hose and the power cord. Replace the receptacle cable like a preventive maintenance. Changed the filter, performing a three hour test without any over temp to occur. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported during a surgery the equator reached a temperature of 60c (temperature shown on the screen display). As a result, the patient got burned on his left shoulder. The patient received regional anesthesia. It was the patient itself who shouted that he was getting burned. From this moment the doctors turned the machine off and removed it from the operation room. No medical or surgical intervention was reported.